Event description:
It was reported by the sales rep that during respiratory surgery, the scrub nurse fed the staple, the staple fell out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. The knife appeared to be moving slightly. The staple was deployed and slr was slightly floating. The event occurred during preparation and the knife was not used inside the patient, so there was no damage to the patient.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch #911c05. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60d reload loaded on the device and along with some b-formed staples inside a petri dish. Additionally, an ech60r buttress was loaded on the reload deck and on the anvil. The buttress appeared to have been properly loaded on the device. The reload was received partially fired 1/2. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 911c05, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device pcee60a lot number c9du51 and no non-conformances were identified. Manufacturing date: 03/26/2024 expiration date: 02/28/2027.